Manufacturer narrative:
It was identified during an inspection of the suspect device that the bearing sleeve had disengaged, leading to the gap between the spring arm and the central axis. The customer was advised to remove the lights from service until the investigation could be completed and the device is repaired. The investigation is currently ongoing. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The user facility reported they noticed a gap between spring arm and central axis connection. No injury was reported.

Event description:
The user facility reported they noticed a gap between spring arm and central axis connection. No injury was reported.

Manufacturer narrative:
The investigation identified an installation failure for the spring arm/ central axis bearing sleeve connection. During further investigation a failure in the installation instruction was detected which can lead to this failure mode (detachment of the spring arm). The installation instruction will be updated to reflect to correct installation steps. Based on this information, no further action is required at this time.